Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging the onetouch ping is giving missing results from the memory. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with an insulin pump. The missing results reportedly began on (B)(6) 2010 at 10:50 am. The pt reportedly was able to obtain an unspecified reading at the time of concern. At 12 pm, the pt developed symptoms described as "tried, sick to stomach, and red face." The pt tested on the onetouch ultramini meter at "389 mg/dl," and was treated with 8 units of insulin from her insulin pump by the school's nurse. During troubleshooting, the customer care advocate noted that there was no product misused based on the info provided, and the product issue was not resolved with training. This complaint is being reported due to the alleged missing results issue. There is no evidence the pt suffered a serious injury due to the product issue. Given the short time between the onset of the alleged issue and the reported symptoms and treatment, the pt likely felt symptomatic prior to or when the issue began. Therefore, the meter did not contribute to the pt's symptoms. Replacement products were sent to the pt.